Event description:
It was reported that there was noisy nim vital during thyroid surgery, good electrode check. Switched to nim 3.0, failed electrode check on one channel, still noisy. Suspect issue with trivantage tube. No delay in case. There is no allegation against nim 3.0 and nim vital. No patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, the device was returned in a large red plastic bag. There was a biological contamination on the device (on the cuff and inside the murphy eye). There was a syringe attached to the tube, and a surgical tape wrapped around the tube when returned from the customer. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 194.9 ohms (red), 65.6 ohms (red with white stripe), 136.6 ohms (blue) and 61.8 ohms (blue with white stripe), all within specification. Functionally, the device was connected to nim system (tube was submerged in a saline solution) for electrode check and functional test. The electrode check passed, and vocalis 2 was noisy (it was jumping between 30 and 40 v). The same results were recorded after the tube manipulation, the electrode check passed and vocalis 2 was noisy. For further analysis, a syringe was used to inject 15cc of air into the cuff, and cuff inflate/deflated with no issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.